Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that during a laparoscopic inguinal hernia repair procedure while attaching the mesh to the cooper ligament, the clamps did not lock and that even after numerous attempts the problem persisted. Please confirm or clarify: that the reported difficulty was that the straps were not adhering to the mesh/tissue?

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2017 and absorbable straps were used. While attaching the mesh to the cooper ligament, the clamps did not lock and even after numerous attempts the problem persisted. Another like device was used to complete the procedure. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please confirm or clarify: that the reported difficulty was that the straps were not adhering to the mesh/tissue? As the surgeon reported, when he triggered the trigger to fix the clamps on the wall they did not fix, the maneuver was repeated several times without success.

Manufacturer narrative:
The device was returned with no damage in the external components and 8 straps inside a plastic bag. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the strap advancer component was found with bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended and 8 straps were found inside cannula shaft. No conclusion could be reached as to what may have caused the reported incident.